Event description:
Customer callled stating that the numbers are partially appearing and the meter is not counting down. While on the phone, a review of the system was conducted. It was determined that segments of the display were missing. Customer was asked to return the meter for evaluation and a replacement meter was provided. Customer was invited to call 24/7 with future questions/concerns.